Event description:
It was reported that catheter entrapment occurred. The target lesion, exhibiting approximately 60-70% stenosis, was located in a moderately tortuous, non-calcified aortoiliac segment. A 12.0 x 40, 135cm mustang balloon catheter was advanced over a 0.035-inch terumo exchange-length j-tip guidewire for dilatation. The lesion was described as diffuse, with an approximate length of 40 mm. During the procedure, the balloon failed to inflate/deflate, and the guidewire became entrapped within the catheter lumen. A kink and twisting of the catheter shaft were noted. The device was removed from the patient with the guidewire; however, the guidewire could not be separated from the device outside the patient. The balloon was fully deflated at the time of removal. The procedure was completed using another balloon. No patient complications were reported as a result of this event, and the patient recovered fully post-procedure.